Manufacturer narrative:
Sections with additional information as of 07-jan-2022 h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation. Meter was returned for evaluation-reported defect not reproduced. No defect found most likely underlying root cause: mlc-062: user had poor technique

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 494mg/dl. The customer¿s expected pm fasting blood glucose test result range is 200-250mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing techniques. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/22/2023 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date not set): result 1: 215 mg/dl date: (B)(6) 2021 time: 10:12pm fasting, result 2: 494 mg/dl date: (B)(6) 2021 time: 7:54pm fasting, result 3: 175 mg/dl date: (B)(6) 2021 time: 5:43pm fasting, result 4: 147 mg/dl date: (B)(6) 2021 time: 12:00pm fasting, result 5: 229 mg/dl date: (B)(6) 2021 time: 7:41am fasting.

Manufacturer narrative:
Internal report reference number: (B)(6). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.